Event description:
No further event information is available.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual evaluation of articular surface exhibits no damages to the dovetail feature. The dimension of the implant cannot be measured as it was exposed to heat (possibly autoclaved). Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6). (B)(4). This device is similar to devices sold in the united states. Product not returned.

Event description:
It was reported that the device would not seat into the mating device- surgery was completed with alternative poly with no significant delay. No further information was available at the time of this report.